Event description:
During an unrelated lead revision procedure, it was not possible to interrogate the device using radiofrequency (rf) telemetry. Once telemetry was established, the interrogation was slow and difficult to use. The device was explanted and replaced to resolve the event. The patient is stable with no consequences.